Manufacturer narrative:
Investigation pending.

Event description:
Nurse alleged discrepant results with the meter compared to the lab with one pt. Results as follows: date: (B)(6) 2012, inratio: 1.2. Date:(B)(6) 2012, inratio: 1.2, lab: 2.1. Pt's coumadin dose was increased. Due to the same result, the nurse drew pt's blood immediately and sent it to the lab. Nurse did not test pt but states that the operator has been testing on the meter for 3-4 yrs and has a lot of experience. Pt's therapeutic range: 2-3.